Event description:
The lead assembly was returned for analysis due to high impedance allegation, which was verified. A coil break was identified in the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. One strand of the positive quadfilar coil shows appearance suggesting that a stress-induced fracture has occurred in at least once strand of the quadfilar coil. Due to metal dissolution and surface contamination the fracture mechanism of other strands cannot be ascertained. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
Clinic notes were received for patient's lead revision surgery referral. Notes dated (B)(6) 2016 indicate that high lead impedance was observed. Patient underwent lead revision surgery on (B)(6) 2016. The surgeon had checked the pin insertion, ruled out the generator and the pin insertion as the cause of high impedance and isolated the issue to the lead prior to replacing the device. The impedance after the pin was reinserted was 6640 ohms. After lead replacement, the impedance was within normal limits (1401 ohms). The explanted lead has not been received to date.

Event description:
The explanted lead was received on (B)(6) 2016. Analysis is underway but has not been completed to date.